Event description:
Synovitis. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a pt (age not provided), initials unk, with osteoarthritis (kellgren and lawrence grade 4, no prior effusion). This case report belongs to a batch of icsrs from a company purchased database containing a collection of data from 10/1997 to 07/2010. The pt's medical history was significant for treatment with first course of synvisc (hylan g-f 20) injection (the pt's age at the time of first synvisc injection was (B)(6)). On (B)(6) 2005, the pt initiated treatment with first injection of second course of intra-articular synvisc into the right knee (dosage regimen not provided). The lot number for synvisc was not provided. On (B)(6) 2005, the pt developed synovitis of right knee. The pt received treatment with intramuscular betamethasone for the event of synovitis of right knee. On (B)(6) 2005, the event of synovitis of right knee resolved. The action taken with synvisc treatment not provided. The intensity for the event was moderate. The reporting physician assessed the relationship of synvisc with the event as definitely related. Follow-up info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from 10/1997 to 07/2010. The benefit-risk profile of the product is not altered by this report.